Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to a damaged battery pin in well 1 and a second battery pin in well 1 that had been pushed in, causing the device to power off when experiencing vibration. After replacing the rear case, including the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power while monitoring a patient. The patient associated with the event was not harmed.